Event description:
It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, unintended wire movement occurred. The lesion being treated was located in the distal right coronary artery. During ablation with the rotablator rotalink plus 1.5mm burr, the rotawire was moving. The rotalink device was exchanged to another without difficulty, and the procedure was completed successfully. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, unintended wire movement occurred. The lesion being treated was located in the distal right coronary artery. During ablation with the rotablator rotalink plus 1.5mm burr, the rotawire was moving. The rotalink device was exchanged to another without difficulty, and the procedure was completed successfully. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint rotablator plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the advancer unit. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out, and no issues were noted with the unit's handshake connections. It was noted that the advancer knob was damaged possibly due to overtightening; the advancer knob would not lock sufficiently into place due to the thread damage. The rotablator plus unit was wet tested , and no issues were noted with the rotablator plus unit during the wet test. The brake system is used to hold wire in place while rotation of burr takes place. The brake defeat was tested during the wet test, and no issues were noted during the brake defeat testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).